Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during ventricular tachycardia ablation a dissection occurred. Vascular access was obtained via retrograde of the femoral aorta. A intellamap orion catheter was selected for use. Difficulty advancing the catheter was experienced. Then after several attempts, they tried to advance a guide and a sheath to perform a contrast injection. A femoral aortic dissection was noted on the fluoroscopy. Nothing was done to treat the dissection and the procedure was ended. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that during the case they decided to remap the left ventricle but it was impossible to advance the orion in the femoral artery. They tried to advance a guide wire mounted on a introducer however that was also unsuccessful. After few attempts they decided to inject the femoral artery and the dissection was discovered.